Event description:
It was reported an over infusion of vasopressin on (B)(6) 2024 at 17:47 on a premature infant. The customer is requesting the manufacturer to conduct a log review of the event involving vasopressin infusion as well as other medications programmed in other channels attached to the pc unit. Although information on patient's outcome and details of the infusion (intended or ordered programming parameters) were requested, the customer declined to provide.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.